Manufacturer narrative:
Physio-control evaluated the returned power supply assembly and confirmed no ac operation was possible. Physio determined that the cause of the reported failure was an electrical short through fet transistor q6, on the eos power module. It was also observed that a fuse, designator f1, was open, which prevented the 12-volt output and, as a result, no battery charge.

Event description:
The customer reported that their device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify a failure to power on with dc power, but did observe a failure with ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.